Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap extended life pd transfer set ¿had tight twist clamp that could not close¿. This was further described as ¿the clamp could be opened but that it was very difficult to close it as the grooves did not click together¿. This occurred during an unspecified process step for peritoneal dialysis (pd) therapy. The device was not on a patient. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap extended life pd transfer set ¿had tight twist clamp that could not close¿. This was further described as ¿the clamp could be opened but that it was very difficult to close it as the grooves did not click together¿. This occurred during an unspecified process step for peritoneal dialysis (pd) therapy. The device was not on a patient. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction made to a1: patient identifier: none (previously submitted as unknown) additional information: d9, h3, h6, h10. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The detent was present on the twist clamp and locked into position with no issues. Torque engagement testing was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.